Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that under sensing and intermittent ventricular sensing was noted on the device. Further information requested but not yet available.

Event description:
New information received notes that the patient was presented via remote transmission in emergency room when the event was noted. Programming changes were made. The patient was stable.